Manufacturer narrative:
One device was returned for analysis. Visual inspection found a contaminated upstream occlusion seal. Review of the event history log (ehl) showed a system fault 46446 error code. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the error code was cleared, and the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46446. The event occurred during testing, there was no patient involvement.